Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. However, based on the available information, the investigation determined the likely cause of the reported event was a cable failure due damage related to user handling or a problem with the connection of the video connector. As stated in the instructions for use, as a preventive measure, "never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged." Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A user facility reported to olympus that an image was not produced. As reported to olympus, the event first occurred during preparation for use. The procedure was completed using a different hd camera head without a delay in the procedure. There was no patient impact or injury that occurred, associated with the reported problem.